Manufacturer narrative:
The reported event was pocket erosion. Interrogation and visual analysis found no anomalies.

Event description:
It was reported that the patient experienced pocket erosion. The pulse generator was explanted and replaced. The patient was stable throughout.